Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patient and order were not crossing over. A technical support specialist (tss) identified that the carefusion coordination engine service was not running due to a database related issue. The tss accessed the database server and found that the log drive was full, with excessive database log usage contributing to the service outage. While troubleshooting was in progress, the customer reconnected for further coordination. Since the interface had been down for an extended period, the tss adjusted the database recovery model to simple mode, reduced the log size to free storage space, and successfully reclaimed disk capacity. The cce services were then restarted, and message processing resumed normally. The tss also coordinated with the information technology team to ensure the database server was added to ongoing system monitoring, as it had previously been overlooked and received no response and closed the case. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients and orders were not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.